Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the lead, noise was observed through the external pacing system analyzer. The lead was no longer used and a replacement lead was successfully implanted at that time.